Event description:
Medtronic received a report that the concerto coil (lot # 227265617, 227307378, 227097384, 227484440, 226765268, 227220849) would not deploy. It was reported concerto coil (lot # 227265615) was stuck in the microcatheter. It was reported concerto coil (lot # 227396350) coiled up before it deployed. It was reported concerto coil (lot # 227529311) was defective. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
H3: product analysis of nv-3-4-helix, lot no:227529311. Found no bends or kinks with the the concerto pushwire. The concerto implant coil was broken but retained by release wire at ~6.0cm from proximal end. The concerto implant coil was pushed out from introducer sheath for further evaluation. The shield coil was found to be intact. The implant coil was found to be detached and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed as the concerto implant coil was found to be damaged; however, the cause of the damage could not be determined. Possible causes are coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances or retracts the coil against resistance. There were no reported issues pushing the concerto implant coil from within the introducer sheath during preparation per IFU. It is possible the implant coil becam e damaged when retracting the implant coil following hydration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.